Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On 9/18/23 a beta bionics territory manager reported he received a text message stating an ilet patient may have been hospitalized due to diabetic ketoacidosis (dka). On (B)(6) 2023 beta bionics customer care called and spoke with the patient. The patient stated he has been released from the hospital but did not provide a discharge date. The patient stated he plans on going back on the ilet. The patient asked to be called back as he was unavailable to talk further. Multiple attempts have been made by beta bionics to contact the patient with no response.